Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed, and the pump was replaced to maintain customer satisfaction. The customer¿s blood glucose level was 265 mg/dl.